Manufacturer narrative:
The device was received for evaluation and the reported issue was confirmed. A leak was observed at the connection between the inflation lumen and the main shunt lumen. This was due to the connection becoming slightly dislodged from the inflation port. It could not be determined if the issue occurred due to a manufacturing error or due to handling the device prior/during use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that during a left carotid endarterectomy procedure, the pruitt f3 carotid shunt w/ t-port (outlying) has a leak in the inflation port for the common carotid balloon. No injury occurred.